Event description:
A premounted coronary stent was removed from the sds and remounted on another MFR's balloon catheter. During advancement attempt to the target lesion site in the pt's circumflex artery, the stent dislodged from the balloon catheter and migrated proximally along the guidewire. The dislodged stent was retrieved utilizing a snare wire. There were no clinical sequelae reported relative to the event.